Event description:
It was reported the patient stated, during their one-year follow-up, that they had a urinary tract infection (uti). The patient has a history of recurring utis. The patient's primary care physician prescribed them cephalexin twice per day for 5 days. Their symptoms resolved by the time they finished their antibiotic regimen. The physician did not think the uti had any relation to the neurostimulator device or procedure. The patient reported they were no longer leaking but has experienced some loose stools since switching programs. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006.

Event description:
It was reported the patient stated, during their one-year follow-up, that they had a urinary tract infection (uti). The patient has a history of recurring utis. The patient's primary care physician prescribed them cephalexin twice per day for 5 days. Their symptoms resolved by the time they finished their antibiotic regimen. The physician did not think the uti had any relation to the neurostimulator device or procedure. The patient reported they were no longer leaking but has experienced some loose stools since switching programs. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field g2 and h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to the utis which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.